Manufacturer narrative:
The meter and test strips were requested for investigation and replacement product was sent to the reporter. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 -3.3 inr): qc 1: 2.4 inr. Qc 2: 2.4 inr. Qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Upon review of the meter's patient result memory, an additional value of 0.9 inr was observed on (B)(6) 2021 and was measured 3 minutes prior to the 2.1 inr value measured on the meter at 2:30 p.m.. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. UDI number = (B)(4). Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 3.2 inr. Within minutes of this first test, a sample from the patient was tested using the meter, resulting in a value of 4.2 inr. At 11:30 on (B)(6) 2021, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 1.6 inr. At 2:30 p.m., a sample from the patient was tested using the meter, resulting in a value of 2.1 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.